Manufacturer narrative:
On 10/07/2019, mentor became aware that information that this report contains supplemental information for mentor psr reference number (B)(4) was not reported. This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that patient suffered capsular contracture; baker grade iii/IV on the right and capsular contracture; baker grade iii on the left. The replacement devices used on (B)(6) 2019 were catalog number 350-7320mc; serial number (B)(4) on the right and serial number (B)(4) on the left side. Mentor also became aware that the explanted devices were discarded. This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with unknown gel implants on both sides and was presented with bilateral capsular contracture; baker grade iii postoperatively. As a result, the devices will be explanted on (B)(6) 2019. This report is for the patient¿s left-sided device.